Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/17/2015 with the following findings: a review of the pump history and black box data revealed no evidence of a load step malfunction. The pump was able to perform the rewind, load, and prime sequence successfully: the reported issue was not duplicated. The pump failed a force sensor calibration check due to a force sensor calibration reading below the lower specification limit. The pump case was removed, and no evidence of internal damage or defect was found. The pump failed a force sensor resistance check due to a force sensor resistance reading above the upper specification limit. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.